Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a section of the pump's touch screen was unresponsive while in the bolus menu. Additionally, the customer reported that the pump had shown the number 471 populated in an unspecified field within the bolus menu, despite not manually entering this value anywhere in the bolus menu. The customer acknowledged that the pump may have been put into the customer's pocket without locking the touch screen; therefore, the customer may have accidentally made the button selections leading to this value being populated into the bolus menu. Reportedly, the touch screen became responsive again and the customer continued to use the pump for insulin therapy. Blood glucose was 282 mg/dl.